Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending & analysis is performed monthly per pr-(B)(4), where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(6), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that tampons came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with the whole box of ubk sleek regular tampons. It is unknown if medical intervention was needed or not. We have obtained limited information from the consumer. No further information available at this time.